Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type catheter. (B)(4).

Event description:
Additional information was received which indicated that there ¿was no motor stall whatsoever¿. Per the reporter, there was no product issue.

Event description:
On the date of implant, a critical pump alarm was occurring due to a motor stall. The device remained implanted. There were no symptoms or complications associated with the event. No additional information was provided. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.